Event description:
It was noted that the atrial lead exhibited noise oversensing resulting in an inappropriate automatic mode switch (ams) episode and decreased sensing. The programming changes were made. The patient was in stable condition and will continue to be monitored.